Event description:
It was reported that the patient stated a loss of effective therapy. The patient experienced symptoms of less than 50% therapy relief. X-rays did not reveal anything out of the ordinary. A dye study was performed. The clinician was unable to withdraw any fluid from the catheter access port (cap). When the existing catheter was disconnected from the pump, no retrograde flow of cerebrospinal fluid (csf) was obtained. When the catheter was disconnected at the spinal incision cite, no retrograde flow of csf was obtained from the spinal segment. In anticipation of a catheter revision/replacement, the managing clinician programmed the pump to the minimum rate of 0.006 ml/day. Intraoperatively, there were no obvious kinks. The spinal segment was in the intrathecal space. The neurosurgeon made a clinical decision to replace the entire catheter, and the managing clinician restarted the pump at the lowest therapeutic infusion rate given the drug concentrations in the pump. The patient¿s status at the time of the report was alive with no injury. The medications infused were dilaudid, bupivacaine, and clonidine. The catheter issue was never determined, and no further troubleshooting or actions were taken. The patient was currently receiving pain relief from the current system, and they were being titrated by their managing physician.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheters (B)(4) revealed dried drug or blood occlusion of the catheter body. Analysis of the catheter (B)(4) revealed a hole or tear in the catheter body caused by the catheter connector pin.